Event description:
Had the essure permanent birth control device procedure on (B)(6) 2008 at (B)(6). Ref # (B)(4), lot # 626812. I have extreme abdominal pain, excessive bleeding during menstrual cycle monthly. I also suffer from depression, hair thinning/loss post implant.